Event description:
Surgeon reported, that a pt who underwent lasik was noted to have unexpected refractive outcome. Add'l info was received, in which the surgeon described the event as a 'refractive surprise'. Reporter also mentioned that the post-op pachymetry was observed to be lower than expected, according to the programmed treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).